Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer¿s blood glucose level was 50 mg/dl at the time of the call. The customer unable to offer troubleshoot. It was reported that patient has been experiencing low blood glucose for unknown. The product was not returned for analysis.